Event description:
It was reported that the patient was referred to another physician for vascular insufficiency. The angio-seal was surgically removed. Attempts were made to obtain additional information about the event, but were unsuccessful.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.